Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and fentanyl. It was reported that the patient's communicator would not charge. The patient tried 3 different usb-c cords and one of them was brand new. The patient mentioned that their handset had been a little sluggish at delivering a dose, "like it will hang up on you forever". Patient services had the patient try to power on the communicator and the patient reported that no lights went on. The patient plugged the communicator in and reported no green light. The issue was not resolved through troubleshooting. A request was sent for a replacement communicator.